Event description:
It was reported the patient had their system explanted the same day as they were implanted due to a new pain appearing in the patients leg and foot area. Patient was admitted to ER following explant.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.